Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic kidney and weight gain. Concurrent conditions included fatigue, abdominal pain, arthralgia multiple, headache and insomnia. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), genital discomfort ("chronic perineal itching/ irritation"), pruritus genital ("chronic perineal itching/ irritation"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), arthralgia ("other (list): chronic joint pain ,full right knee replacement"), female sexual dysfunction ("sexual dysfunction,marital issues") and marital problem ("marital issues"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, allergy to metals, genital discomfort, pruritus genital, neuromyopathy, autoimmune disorder, arthralgia, female sexual dysfunction and marital problem outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, device dislocation, fallopian tube perforation, female sexual dysfunction, genital discomfort, marital problem, neuromyopathy and pruritus genital to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic kidney and weight gain. Concurrent conditions included fatigue, abdominal pain, arthralgia multiple, headache and insomnia. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), genital discomfort ("chronic perineal itching/ irritation"), pruritus genital ("chronic perineal itching/ irritation"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms"), arthralgia ("other (list): chronic joint pain ,full right knee replacement"), sexual dysfunction ("sexual dysfunction,marital issues") and marital problem ("marital issues"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, allergy to metals, genital discomfort, pruritus genital, neuromyopathy, autoimmune disorder, arthralgia, sexual dysfunction and marital problem outcome was unknown. The reporter considered allergy to metals, arthralgia, autoimmune disorder, device dislocation, fallopian tube perforation, genital discomfort, marital problem, neuromyopathy, pruritus genital and sexual dysfunction to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.